Manufacturer narrative:
As reported, the bard/davol optifix straight device deployed broken fastener while fixating at cooper¿s ligament. The subject device was returned for evaluation. Broken fasteners were returned with the sample. Evaluation of the sample finds for bent guide wire and bent back up tabs. The functional evaluation resulted in the successful deployment of fasteners. Internal component evaluation finds that all of the components are in place and in good condition, no manufacturing anomalies were found. Based on the sample evaluation and investigation performed, the reported event is confirmed and root cause due to user-device interference when in use in the area of cooper's ligament as reported. Review of manufacturing records indicate product was manufactured to specification, with no indication of a manufacturing related cause for the event reported. The instructions-for-use supplied with the device adequately describes the proper technique for fastener delivery. The precautions section states "care should be taken not to use excessive counterpressure as this may damage the distal tip of the device as well as the mesh and/or tissue¿ and ¿insertion of fasteners is possible into some collagenous structures such as ligaments and tendons but is not possible directly into bone or cartilage. This may damage the device and result in compromised fixation strength.¿

Event description:
As reported, during an unspecified procedure on (B)(6) 2021, when the surgeon tried to fixate an unspecified mesh using the bard/davol optifix straight fixation device to the area of fixation at the cooper¿s ligament, broken fasteners were deployed. The optifix straight fasteners were not fixated into the mesh and also the broken fastener was removed from the patient's body. The surgeon is an experienced user of the optifix device. There was no reported patient injury.